Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened, all the buttons, dome switch. The device passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The device communicated properly with minilink transmitter, sensor, and glucose sensor simulator, and no unexpected sensor error alarms were noted. The device was reset with correct time and date and monitored for seven days and no time and or clock anomaly noted. The device had minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump stopped delivering insulin. Customer stated that he bolused and woke up in the morning with blood glucose readings of 400 mg/dl. Customer mentioned that the buttons on the insulin pump were unresponsive and the time was also 15 minutes off. It was noted that the customer's blood glucose readings were going up despite the bolus. Customer also did not see any insulin coming out from the tubing. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.